Event description:
It was reported that the patient was presented to the ER with syncope. The monitor showed pauses and other accompanying symptoms. The pauses were reproducible with isometric exercises. Upon interrogation of the device, a lead warning was noted for out of range impedances along with a lead fracture. Oversensing along with high thresholds were also noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.